Event description:
Blade shedd during use. Metal particles were left in patient.

Manufacturer narrative:
The used defective blade was not returned. However a box of blades from the same lot was provided for evaluation. One of the blades was found to have a misaligned tip/tube weldment. This misalignment likely presented itself with the defective blade. CAPA (B)(4)was initiated in regard to this condition. All weld operators have been trained and certified in their ability to detect this misalignment condition in accordance with the corrective action for CAPA (B)(4). Process instructions have been updated and the process audited for misalignment on a random schedule. (B)(4).